Event description:
It was reported that this left ventricular (lv) lead exhibited ineffective therapy due to being pulled out of position and wrapped around the generator which was suspected to be caused by twiddler syndrome. This lv lead was explanted and not replaced. No additional adverse patient effects were reported. Additional information indicated that the patient presented in the clinic with shortness of breath and fatigue. An x-ray imaging confirmed the lead dislodgement.